Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: surgeon's first name, last name, address, email address and phone number: requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H11: the account also reported that when trying to understand what may have caused the scuffing of the iol they timed the iol hydration on the next lens implanted because the did not give that other lens the full 3 minutes. After doing hydration for 3 minutes to the lenses no additional scuffing occurred. Doctor stated the timing made the difference. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that under the microscope after implantation it was noticed the pre-loaded lens had scuffing at the 7 o'clock and 1 o'clock. No other information is available.